Event description:
Customer reported issues with their t:slim x2 insulin pump, including difficulties inserting cartridges, a broken charging port door, and the pump only charging when the cable is positioned at a specific angle. There was no adverse impact to the customer's blood glucose level. Customer declined follow-up with technical support and is in the process of receiving a renewal pump.